Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified vein. A 5.5-4/4t/90 symmetry balloon catheter was advanced for dilation. However, during second dilation at 15 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.